Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The field service engineer (fse) confirmed the reported failure. The fse had the position of the vibration-proof ring adjusted so the phenomenon was improved. No parts were replaced. The unit was tested and it was returned to service.

Event description:
The customer reported an unfamiliar sound sounded from a unit side only at expiration. The customer reported avaps and tidal volume: approximately 700 through 800. Even the mode was modified to st, the phenomenon was not improved. Even the mode was modified to st, the phenomenon was not improved. The unit was in clinical use but there was no patient harm.